Event description:
It was reported to covidien in late 2008 that a customer had an issue with a hypodermic needle. The customer received a contaminated needle stick after she stuck her left middle finger on the syringe tip.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.